Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient experienced a head trauma directly at the implant site on 29-apr-2023.the user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. A re-implantation surgery is considered but has not been scheduled yet.

Event description:
The recipient experienced a head trauma directly at the implant site on (B)(6) 2023. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Event description:
The recipient experienced a head trauma directly at the implant site on (B)(6) 2023.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient experienced a head trauma directly at the implant site on (B)(6) 2023. Follow-up scheduled for (B)(6) to repeat measurements. Further medical intervention is considered.